Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. Co has rec'd the following info: date of surgery 2000 uneventful. Post-operative diagnosed with endophthalmitis with gram-positive staphylococcus.